Event description:
Reference number (B)(4) . Event occurred in the united states, it was reported that on (B)(6) 2024 one infusion set were tubing detached from hub. The infusion set is long for a day. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.